Event description:
It was reported that the tubing became disconnected during dwell four on the home choice (hc). The care giver (cg) stated they were taking the home patient (hp) to the bathroom and their tubing became disconnected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.